Event description:
The explanted generator was received for analysis. The returned product form indicated that the generator was replaced due to end of service. Analysis of the generator was completed on 09/22/2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient usually averaged four to five seizures a month and that in the last two months since the last visit, the seizures have been stable with five or six a month. It was noted that the patient has had a few more clusters than usual, with two or three seizures happening a few hours apart. It was noted that the battery life is at twenty percent and ifi = yes. The patient's mother reports a slight change in seizures in the form of clustering. It was noted that the patient would be referred for generator replacement as this may be the reason for a mild worsening of seizures. The patient underwent generator replacement. The generator has not been received for analysis to date.